Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in high voltage impedance was observed on the right ventricular (rv) lead. All other electrical parameters were within normal range. A rv lead replacement was not possible due to a subclavian vein occlusion. High voltage therapy was turned off on the lead. The patient was stable.